Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip cut the vessel? Did the jaws of the device cut the vessel? How much bleeding occurred? Did the additional device pulled for the procedure control the bleeding? Did the patient receive any blood products? Did the loss of time during the procedure change the outcome of the patient intra-op or post-op? If yes: please explain.

Event description:
During glossectomy and a right ganglion dissection,the device works 1 time on 2; clips would not advance, cut but not clipped the target vessel, causing bleeding. Use of another device to finish the procedure. Loss of time.

Manufacturer narrative:
(B)(4). Batch # r92n17. The analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 1 clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws of the device cut the vessel? It is the jaws. The clips were not cocked systematically: there was no clip. The vessel has been cut without be clipped. How much bleeding occurred? Unknown. Did the patient receive any blood products? No. Did the additional device pulled for the procedure control the bleeding? The second device worked properly. The clips were functional and the bleeding was controlled. Did the loss of time during the procedure change the out come of the patient intra-op or post-op? No.